Event description:
It was reported that the lead would not fit into the header of the pulse generator during implant. Noise was noted. The lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of lead could not be inserted into device header connector was confirmed in the laboratory and was due to diameter of the front seal from the lead was too large as out of specification. Noise was generated due to the lead was never properly inserted completely into the device connector.